Manufacturer narrative:
The echelon 10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The coil was returned undamaged with the secondary windings intact. No stretching of this coil was found as was reported in the complaint event. The coil was advanced completely out of the distal tip on the green introducer with no resistance encountered. The coil moved freely. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with its damaged and extended edges have been raised above the surface plane. The locking mechanism has indentation, compression, and stretching damage. Using an in-house echelon 10 microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. The coil moved freely at all times. No manufacturing defects were found. The complaint of the undamaged coil encountering resistance inside the microcatheter is not confirmed. Without the return of the echelon 10 microcatheter and due to the fact that the undamaged coil was advanced through the in-house echelon 10 microcatheter multiple times with no resistance encountered, the root cause of the coils resistance inside the microcatheter cannot be determined, however the most likely contributing factor to the coil resistance based on the limited evidence received may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which prevented the coil from being advanced through the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The complaint of the coil stretching is not confirmed. No stretching damage was found to the coil which was returned undamaged and was successfully advanced through an in-house echelon microcatheter multiple times with no problems encountered, therefore the root cause of the coil stretching cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the events were not confirmed. The returned product passed testing. A procedural factor outlined in the IFU could have caused the device¿s resistance but it could not be conclusively attributed to the issue. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the presidio coil (pc410051730/c35843) got stuck in the echelon 10 microcatheter (details unknown) and there was a lot of resistance with the coil. The presidio coil was able to be removed without removing the microcatheter however it stretched when it was removed. The procedure was continued with stryker coils (details unknown.) The device was available for return. There was no significant clinical delay to the procedure as a result of the issue. The device did not kink or bend at any time prior to resistance/friction. The concomitant devices did not kink or bend at any time. An adequate continuous flush was maintained through the catheter.